Event description:
It was reported via clinic notes from (B)(6) 2011 that, "seizures have evidently gotten worse over the last month. He is having up to three to four grand mal seizures on weekends when he is with his father." The physician feels that the patient is probably due to generator change as the device has been implanted for seven years, even though eri = no. Attempts for further information have been unsuccessful to date.